Event description:
The physician implanted a 2.75mm diameter x 30mm length endeavor sprint rx drug-eluting coronary stent system into the distal lad. The lesion was chronically totally occluded. An attempt to cross the distal lad with the first guide wire failed, however, a second guide wire was successful. The distal lad was pre-dilated with two balloons and the stent was deployed. Following post-dilation activities, what appeared to be a stent fracture was observed. The physician deployed another endeavour 3.0 x 18 mm to the lad. No additional clinical sequelae were reported. Evaluation summary: the device was not received for review. Two procedural cd's were provided. There is evidence of calcification and stenosis in the mid lad around the bifurcation. Review of the cine images show an irregular outline/fading of the stent outline in this area which suggests that the pt morphology impacted on the stent performance resulting in a possible prolapse of vessel tissue through the stent segments which may give the appearance of a stent fracture.

Manufacturer narrative:
(B)(4). Evaluation method: cd review. Results: used stent catheter balloon for post dilation purposes. Chronic total occlusion. Conclusions: used stent catheter balloon for post dilation purposes. Chronic total occlusion.